Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient in was implanted with an impella 5.5 device for mechanical circulatory support as an escalation from an impella cp and, to bridge to a coronary artery bypass graft. The patient presented to the hospital with a two-week history of shortness of breath and an associated episode of chest pain. Diagnostic testing upon admission revealed elevated troponin and b-type natriuretic peptide levels and a subsequent cardiac catheterization was performed and right heart catheterization identified severe distal left main (lm) coronary artery disease. Due to the severity of the findings and the patient's clinical instability, a "shock call" was initiated and the decision was made to place impella cp, support as a bridge to transport to another hospital for a planned escalation to impella 5.5 and coronary artery bypass graft. The impella cp was prepped, inserted via the right femoral artery, and support was initiated with flows at 3.5 liters per minute without complications. The patient was stabilized and prepped for transfer to another hospital for advanced treatment. The patient was successfully transferred to the outside hospital on support day two, and the patient was noted to be in stable condition with some shortness of breath. There was noted to be oozing at the impella access site and as a result of the oozing, heparin was discontinued. The patient continued to decompensate on the impella cp and was taken later that morning to the operating room for impella cp removal and an escalation to impella 5.5. The impella 5.5 was prepped, inserted via the right axillary artery, and support was initiated as the impella cp was pulled across the aortic valve, support discontinued and removed. During the implant of the impella 5.5, it was reported there was a controller error on the automated impella controller (aic). Support from the new impella 5.5 was not compromised due to the error. However, the decision was made to replace the console. After the back up unit was obtained, it was noted that the pump flows and purge systems were running, and the controller alarm resolved. However, there was a loss of placement signal and motor current. The aic was replaced with the back up unit, and the issues were resolved. The impella cp access site was surgically repaired for closure. The patient was transported to the intensive care unit for rest and recovery. On impella 5.5 support day three, it was noted that the patient was believed to be in septic shock and cardiogenic shock. The patient had a fever of 38 celsius and was placed on a cooling blanket. Blood cultures and a sputum sample were sent for bacterial growth. The patient was noted to be critically ill. On support day four, the patient remained febrile. The patient¿s care plan was to stabilize the patient until a percutaneous coronary intervention (pci) could be performed. On support day six, the patient¿s urine was noted to be pink tinged. The patient was noted to be in stable condition. On support day seven, the medical team continued to have concern for the patient having sepsis. The medical team did not believe that the impella access site was infected. A plan was made to start the patient on antibiotics and to pull more cultures to identify the pathogen. There was additionally a concern for an acute kidney injury as the patient¿s creatinine levels were increasing. On support day eight, it was noted that the patient received multiple fluid boluses for low central venous pressure and suction alarms. On support day nine, it was noted that the patient had some episodes of ventricular tachycardia when the patient coughed or moved overnight. Later that day, the patient had a successful pci. Following the pci the patient remained on impella 5.5 support for rest and recovery. On support day 10, the patient remained febrile with unclear source of infection. On support day 11, the concern for infection continued. The patient received a whole body computed tomography scan to attempt to find a source of infection. The patient remained on antibiotics, and of note the impella site was without infection concern. On support day 13, it was noted that the patient was not responding to neurological stimuli. It was reported that the aic had an alarm for ¿unexpected controller shut down¿ which self-resolved. A back up aic was placed on standby, and the aic was monitored. On support day 17, the patient had bloody drainage from a nasogastric tube and had slight hematuria. The medical team was advised to verify placement of the impella 5.5 with ultrasound. The patient continued to not follow commands but was noted to move spontaneously. On support day 18, a bedside ultrasound revealed the impella had migrated, requiring the physician to reposition the device by pulling it back two centimeters into the correct position. The patient¿s hematuria was noted to be clearing; while the cause is unconfirmed, it may be related to foley catheter trauma, as plasma free hemoglobin levels were within normal limits. Additionally, a large clot was identified during an upper endoscopy and removed. The heparin in the impella purge solution was discontinued, and the patient was extubated to a high flow nasal cannula. On support day 19, the patient experienced flash pulmonary edema and required emergency intubation. The planned wean of the impella 5.5 was stopped, and the performance level was increased to p5 from p2. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived. This complaint involves four impella devices: pump 1: impella cp, with (B)(6) pump 2: impella 5.5, with serial number (B)(6) automated impella controller 1 with serial number (B)(6) automated impella controller 2 with serial number (B)(6) this report specifically addresses automated impella controller 1 with serial number (B)(6). Separate reports will be submitted for the other devices associated with this complaint. Refer to section h10 for the related report numbers.